Manufacturer narrative:
Concomitant devices reported on medwatch report (B)(4) are determined as reportable devices after manufacturer investigation. Product investigation information reported on medwatch report (B)(4). ¿the protection sleeve and the buttress/compression-nut are listed as concomitant parts only. ¿ corrected to ¿the protection sleeve and the buttress/compression-nut are no longer considered as concomitant parts and are determined as reportable devices.¿ device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number, the device history record review could not be requested. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2017 a patient underwent a surgery for femur trochanteric fracture. During the procedure, after the surgeon inserted the blade, he locked but he couldn't pull the impactor out. Then he reattached to extract but failed. Once he managed to remove the impactor, and he attempted to detach the blade from the impactor but he couldn't as well. Since the operation didn't proceed at all, the surgeon used a different sized blade and completed the surgery. There was a surgical prolongation of 5 minutes reported. There is no information available about patient and surgical outcome. Concomitant devices reported: protect sleeve 16/11 f/pfna blade (part # 356.818, lot # 2574839, quantity 1), buttress/compr-nut f/pfna blade (part # 356.817, lot # 2518403, quantity 1). This report is for one (1) impactor for pfna blade. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a product investigation was performed. All below listed parts are blocked together and all attempts taken to dismantle the devices failed. A manufacturing determination therefore cannot be drawn. All devices show various damages and marks which were caused post-manufacturing. As the pfna blade thread is blocked on the impactor thread these devices are the reason of blockage. The protection sleeve and the buttress/compression-nut are listed as concomitant parts only. Catalog 03.010.410 / lot unknown / impactor: because of the blocked protection sleeve on the shaft of the impactor the lot number is not visible and unknown. The manufacturing documents therefore could not be reviewed. Only the plastic handle is visible on the construct; besides some hammering marks the plastic handle is intact. Catalog 04.027.054s / lot l145622 / pfna blade: the pfna blade is blocked together with the impactor. The pfna blade is in unlocked position; the front part can be freely rotated. There are several marks and damages visible on the blade. One of the four helix blades is damaged at the run-in area. The manufacturing documents were reviewed and no complaint related issues were found. Concomitant devices: 356.818 / lot 2574839 / protection sleeve: the outside thread of the protection sleeve shows several heavy hammering marks; the outside thread for the buttress / compression-nut therefore does not function anymore. 356.817 / lot 2518403 / buttress / compression-nut: the buttress / compression-nut shows hammering marks allover. The blocked condition of all received products and the visible damage and hammering marks all over the construct does not allow a manufacturing determination and with the available surgical event information no root cause definition is possible. The complaint is confirmed as the devices are blocked together as complained. The most probable root cause is excessive force through the method of use and associated accumulated damage and wear. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.